Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient came into the clinic today because they were getting an error code that said "internal device error". The patient was not able to connect to their implanted neurostimulator using the clinician app or my therapy app. The clinician was also unable to connect using their own equipment. Caller mentioned that they didn't suspect that ins was at end of service because they when that happens the apps can't even find the ins and ins was implanted in 2024. The caller was not with the patient. Caller did not know the exact message. Caller will call the patient to gather more information and send a picture of the error message. The issue was not resolved through troubleshooting. They were able to connect with the patient today for the verbiage on the error message. The patient states that the error code says "internal battery failure. Replace device to continue therapy" when trying to connect.  The message was the end of service (eos) message and therefore, the ins has stopped delivering therapy and will need to be replaced. The longevity of the 97800 is dependent on patient's settings and impedances. If there are concerns about how long the ins lasted, you can return it for analysis via a return mailer kit once it is replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-20 additional information was received from the manufacturer representative (rep). The cause was determined to be possible due to high amplitudes. The rep communicated with both the office and the patient, worked with tech services to interpret exact error code. No further action will be taken as the patient did not want to undergo another surgery. The device will remain implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.